Event description:
It was reported that during a query thyroidectomy procedure, clips will not advance to the jaws of instrument. Surgeon reported that the "applier did not fire the clips properly. Unknown how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Malformed clip. The analysis results found that the instrument was returned in good visual condition. The instrument was fired and the clips were intermittently fed into the jaws. The instrument was disassembled and no anomalies were found. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.